Event description:
Customer reported via phone, the insulin pump had alarmed no delivery and motor error. Customer's blood glucose was 144 mg/dl. Motor error alarm occurred during prime. Troubleshooting was performed for motor error only. The device was not dropped, bumped, or exposed to moisture. The device was exposed to an MRI three months ago but took the device off. Customer doesn't use the sensor feature on the device and was able to complete the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during prime test due to faulty sensor resistor. Excessive no delivery test and occlusion test were note performed due to prime/fill anomaly. The motor was tested outside of the device and it passed. The device had broken reservoir tube lip, minor scratches on the lcd window, cracked reservoir tube, and cracked reservoir tube window.